Manufacturer narrative:
Alleged failure: it was then placed in an instrument bag when not in use. A few minutes later, a noise and sparks appeared from the serfas even though it was no longer in use. No one had activated it via the foot pedal or manually. The failure(s) identified in the investigation are consistent with the complaint record. The probable root cause is most likely an internal leak due to a broken or damaged bond between the polyimide and suction tubing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during the procedure it was placed in an instrument bag when not in use. A few minutes later, a noise and sparks appeared from the serfas even though it was no longer in use. No one had activated it via the foot pedal or manually. The surgeon urgently picked up the serfas, which continued to spark. We urgently disconnected it to stop this.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during the procedure it was placed in an instrument bag when not in use. A few minutes later, a noise and sparks appeared from the serfas even though it was no longer in use. No one had activated it via the foot pedal or manually. The surgeon urgently picked up the serfas, which continued to spark. We urgently disconnected it to stop this.